Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. An interrogation was performed which showed good capture. The sensitivity was increased to help mitigate the noise. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).